Manufacturer narrative:
It was reported that a fibrous lesion had grown into the patient's joint space. A procedure was performed to remove excess scar tissue and increase range of motion. The surgeon indicated that the implant construct was intact and solid. No implant components were removed or exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that a fibrous lesion had grown into the patient's joint space. A procedure was performed to remove excess scar tissue and increase range of motion. The surgeon indicated that the implant construct was intact and solid. No implant components were removed or exchanged during the procedure.